Event description:
Boston scientific received information that last time this device was checked it displayed a remaining longevity of 2.5 years and a magnet rate of 100ppm. However, at the most recent device interrogation, the gas gauge displayed less than six months of remaining longevity and the magnet rate was still 100ppm. This was observed after a bipolar ventricular lead impedance test noted an impedance measurement less than 100 ohms. It was noted that this lead has previously been programmed to unipolar configuration. The lead was then programmed back to unipolar configuration and the device was re-interrogated and remaining longevity was now at two years. This appears to be normal and was due to the impedance measurement of less than 100 ohms that was taken during the follow-up. The lead safety switch (lss) had been triggered some time ago due to out of range measurements. Additionally, sensing and capture had been observed with some noise on the right ventricular (rv) channel. The lead will remain programmed to unipolar configuration and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted over four years after the initial observations. The device was not returned for testing. This product issue will be updated if additional information is received.